Event description:
The customer reported to olympus, the hd camera head image was flipped when connected to the processor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the electric video connector contact had corrosion, the unique device indicator was unreadable, the head scope mount had a bad image/ the lens was scratched/imaging had a defective pixel, and white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at the repair department. However, it is possible that an image was flipped because the main body was rotated while the device was used, resulting in upside down image. The event can be detected/prevented by following the instructions for use which state: "main body: the image sensor charged-coupled device (ccd), that converts the endoscopic image into electrical signals, is located here. The position of an endoscope image is set by rotating the main body". Olympus will continue to monitor field performance for this device.